Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The stimulation could not be programmed around. The lead was capped and replaced with an epicardial variant on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.